Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the current historical complaint data reveals no trend for this device related complaint mode. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the stapler worked on first two firings but in third reload the handle jammed and the reload could not be closed. The reload was loaded and unloaded but the handle locked out and can't be squeezed to close the jaws. To complete the procedure, they opened new handle and reload. There was no patient injury.